Manufacturer narrative:
(B)(4) concomitant medical products: unknown femoral stem, size 17 x 155. Unknown persona articular surface, size 12 mm. Unknown patella, size 32mm. Unknown tibial tray, size 6. Unknown tibial stem, size 15 x 30. (B)(6). The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted.

Event description:
It was reported that the patient had an initial left knee arthroplasty on an unknown date. Subsequently, the pmi group is requesting a titanium left femur in size f for a revision also on an unknown date due to suspected metal allergy. No further information has been provided.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. The reported event could not be confirmed based on limited information received. No devices were received; therefore the visual inspection was not conducted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was also not conducted, as product identification is unknown. As it was indicated that the patient is allergic to the metal in the femoral component, the root cause can be attributed to patient condition. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.